Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. There was a slight return in frequency and the change in therapy/symptoms was considered sudden, started about 1 week ago in (B)(6) 2016. It was noted that stimulation was felt, and after increasing stimulation, stimulation was felt in the correct area. There were no medical procedures, electromagnetic interference (emi), trauma or fall that could be related to this issue. The healthcare professional (hcp) did not instruct the patient to keep a voiding diary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.